Event description:
The core impaction drill was sent for eval due to overheating during an extraction procedure. No adverse event was reported. The procedure was completed with the same device without any procedure delay.